Manufacturer narrative:
Section d9. Device available for evaluation?: yes. Returned to manufacturer on: oct. 17, 2023. Section h3. Device evaluated manufacturer?: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. The complaint cartridge was received with viscoelastic residue dispersed throughout the length of the cartridge, suggesting that an appropriate amount of ovd/bss was used. No issues with the cartridge that could cause or contribute to or cause the complaint issue could be identified. The lens module was inspected and, no marks that would indicate that the plunger rod advanced improperly could be identified. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The complaint lens was received cut into pieces and both haptics were detached. The lens was cleaned and, a scratch on one piece of the lens could be identified. The complaint issue "dc-cosmetic issues¿ was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in the patient's right eye and after implantation, scratch was noted on the optic. Reportedly, the preloaded iol was removed and replaced with the back-up iol. There was no patient injury. There was no incision enlargement, no vitrectomy, and no prescribed medications to prevent permanent impairment given. The patient¿s outcome, status is good. No other information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.